Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7496 neuro extension, implanted: (B)(6) 1989; 3586 pain stim lead, implanted: (B)(6) 1989; 6947 lead, implanted: (B)(6) 2009; 4076 lead, implanted: (B)(6) 2009; 74001 neuro adaptor ,implanted: (B)(6) 2011; 37712 pain stim ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back into the coronary sinus. There was no capture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.